Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left circumflex artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon exploded, and the tip protector was damaged. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition.